Event description:
Infection control was notified that there were problems with vanishpoint insulin syringe 1ml lot # f180109. On five different occasions, different rns, had difficulty drawing up insulin. The plunger would move back and forth, however once inserted into an insulin vial attempting to draw up insulin, nothing would happen. The insulin could not be pulled up into the syringe.